Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and inflammation are known inherent risks of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax device implanted on (B)(6) 2014 (device 1). An additional emdr will be submitted to represent the bard/davol ventralex st device implanted on (B)(6) 2014 (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent right inguinal and umbilical hernia repair. A bard/davol large 3dmax (device 1) and a bard/davol ventralex st (device 2) were implanted in the patient during this repair. On (B)(6) 2016 - the patient underwent right epididymectomy and partial vas removal due to chronic right epididymal pain status post right inguinal hernia repair with the bard/davol 3dmax (device 1). On (B)(6) 2016 - the patient underwent removal of the failed 3dmax (device 1). Upon visualizing the 3dmax (device 1), the patient's doctor noted "the mesh which was intimately adhered to the anterior abdominal wall, spermatic cord and epigastric vessels. Meticulous dissection (lasting over 45 minutes) assay was undertaken to eventually excised the mesh from surrounding abdominal wall structures." On (B)(6) 2016 - patient underwent removal of the failed ventralex st (device 2). The patient's doctor noted "male who I had seen previously regarding severe right groin pain status post laparoscopic inguinal and umbilical herniorhaphy at an outside facility. After exhaustive workup, we presented to the operating room for right groin exploration. At that time, he was found to have multiple abnormalities consistent with chronic inflammatory changes which resulted in mesh removal. Upon completion of that procedure, he had near resolution of his preoperative symptoms (device 1). Since then, he has been complaining of periumbilical discomfort similar to what he was feeling in the groin. As a result, we presented to the operating room today for diagnostic laparoscopy to evaluate the umbilical mesh to see if he is having similar reactive changes. Intraoperatively, there was in fact found to be impressive inflammatory changes, especially in the areas of his abdominal wall where he was complaining of preoperatively. This was addressed with mesh removal and steroid injection into the more inflamed portions of his abdominal wall (device 2). Ni/ni/ni - the patient continues to suffer significant pain. The patient's attorney has further alleged that "the inflammation caused by the ventralex st (device 2) is chronic in nature and systemic, not acute localized inflammation." And also that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and inflammation are known inherent risks of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of 3dmax, patient was diagnosed with hernia recurrence, nerve damage, scar tissue, neuralgia, infection, inflammation, mesh deformation, adhesions and pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and infection as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Per op notes, "found to be severely contracted mesh with metallic tacks". A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the 3dmax (device 1). An additional supplemental emdr was submitted to represent the ventralex st (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014 - the patient underwent right inguinal and umbilical hernia repair. A bard/davol large 3dmax (device 1) and a bard/davol ventralex st (device 2) were implanted in the patient during this repair. (B)(6) 2016 - the patient underwent right epididymectomy and partial vas removal due to chronic right epididymal pain status post right inguinal hernia repair with the bard/davol 3dmax (device 1). (B)(6) 2016 - the patient underwent removal of the failed 3dmax (device 1). Upon visualizing the 3dmax (device 1), the patient's doctor noted "the mesh which was intimately adhered to the anterior abdominal wall, spermatic cord and epigastric vessels. Meticulous dissection (lasting over 45 minutes) assay was undertaken to eventually excised the mesh from surrounding abdominal wall structures." (B)(6) 2016 - patient underwent removal of the failed ventralex st (device 2). The patient's doctor noted "male who I had seen previously regarding severe right groin pain status post laparoscopic inguinal and umbilical herniorrhaphy at an outside facility. After exhaustive workup, we presented to the operating room for right groin exploration. At that time, he was found to have multiple abnormalities consistent with chronic inflammatory changes which resulted in mesh removal. Upon completion of that procedure, he had near resolution of his preoperative symptoms (device 1). Since then, he has been complaining of periumbilical discomfort similar to what he was feeling in the groin. As a result, we presented to the operating room today for diagnostic laparoscopy to evaluate the umbilical mesh to see if he is having similar reactive changes. Intraoperatively, there was in fact found to be impressive inflammatory changes, especially in the areas of his abdominal wall where he was complaining of preoperatively. This was addressed with mesh removal and steroid injection into the more inflamed portions of his abdominal wall (device 2). Ni/ni/ni - the patient continues to suffer significant pain. The patient's attorney has further alleged that "the inflammation caused by the ventralex st (device 2) is chronic in nature and systemic, not acute localized inflammation." And also that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent right inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax (device #1) & ventralex st (device #2). Per operative notes, ¿identified a direct sac and swept the preperitoneal fat out from the cord structures. A large right-sided 3dmax mesh (device #1) and two tacks, once at cooper ligament and the other just above the direct defect were placed. Then turned attention to the umbilical hernia and there was a significant piece of preperitoneal fat and hernia sac were excised. A ventralex st mesh (device #2) was then placed.¿ (B)(6) 2014 to (B)(6) 2015 - patient visited hospital for chronic pain. (B)(6) 2015 - patient was diagnosed with right groin pain thereby underwent open right triple neurectomy and removal of tacks. Per operative notes, ¿there was scar tissue present from hernia repair. The tapp mesh was palpated without any tac¿s present.¿ (B)(6) 2016 - patient was diagnosed with chronic right epididymal pain status post right inguinal hernia repair thereby underwent repair. Per operative notes, ¿patient undergone an inguinal hernia repair as well as ilioinguinal nerve dissection and cutting for chronic pain following the hernia repair.¿ (B)(6) 2016 - patient was diagnosed with chronic right groin pain thereby underwent removal of mesh (device #1), abdominal wall for infection and implant of phasix st (device #3). Per operative notes, ¿the mesh which was intimately adhered to the anterior abdominal wall, spermatic cord and epigastric vessels. Found to be severely contracted mesh with metallic tacks. The mesh (device #1) and tacks were removed. Then placed a phasix st mesh (device #3) with a small incision proximally to accommodate the spermatic cord structures.¿ (B)(6) 2016 - patient was diagnosed with incisional granuloma. (B)(6) 2016 - patient was diagnosed with abdominal pain thereby underwent removal of mesh (device #2) and abdominal wall for infection. Per operative notes, ¿found to have multiple abnormalities consistent with chronic inflammatory changes which resulted in mesh removal. Upon completion of that procedure, patient complaining of periumbilical discomfort like what he was feeling in the groin. Upon manipulating the umbilical mesh, the abdomen was desufflated and a periumbilical incision was made over the previous cicatrix through which sharp and blunt dissection was carried down to the mesh. The mesh was easily removed (device #2) from the abdominal wall. At this point, injected some of the areas in the inguinal area and abdominal wall.¿ attorney alleges that the patient had adhesions, hernia recurrence, infection, mesh migration, mesh shrinkage, nerve damage, pain & suffering. It was also alleged that the patient underwent epididymectomy with a portion of vas deferens due lo extensive scarring.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014, the patient underwent right inguinal and umbilical hernia repair. A bard/davol large 3dmax (device 1) and a bard/davol ventralex st (device 2) were implanted in the patient during this repair. On (B)(6) 2016, the patient underwent right epididymectomy and partial vas removal due to chronic right epididymal pain status post right inguinal hernia repair with the bard/davol 3dmax (device 1). On (B)(6) 2016, the patient underwent removal of the failed 3dmax (device 1). Upon visualizing the 3dmax (device 1), the patient's doctor noted "the mesh which was intimately adhered to the anterior abdominal wall, spermatic cord and epigastric vessels. Meticulous dissection (lasting over 45 minutes) assay was undertaken to eventually excised the mesh from surrounding abdominal wall structures." On (B)(6) 2016, patient underwent removal of the failed ventralex st (device 2). The patient's doctor noted "male who I had seen previously regarding severe right groin pain status post laparoscopic inguinal and umbilical hernioohaphy at an outside facility. After exhaustive workup, we presented to the operating room for right groin exploration. At that time, he was found to have multiple abnormalities consistent with chronic inflammatory changes which resulted in mesh removal. Upon completion of that procedure, he had near resolution of his preoperative symptoms (device 1). Since then, he has been complaining of periumbilical discomfort similar to what he was feeling in the groin. As a result, we presented to the operating room today for diagnostic laparoscopy to evaluate the umbilical mesh to see if he is having similar reactive changes. Intraoperatively, there was in fact found to be impressive inflammatory changes, especially in the areas of his abdominal wall where he was complaining of preoperatively. This was addressed with mesh removal and steroid injection into the more inflamed portions of his abdominal wall (device 2). Ni/ni/ni: the patient continues to suffer significant pain. The patient's attorney has further alleged that "the inflammation caused by the ventralex st (device 2) is chronic in nature and systemic, not acute localized inflammation." And also that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment."

Manufacturer narrative:
This emdr corrects the lot expiration date from the previous emdr. The following fields have been changed or updated: PMA/510k, if follow-up, what type. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.